Event description:
Cost: (B)(6) plus tax - no receipt available. Upc plus lot # enclosed. Upper layer separated from hard base after 6 nights use.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.